Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the bile duct during an endoscopic bile duct stent placement procedure performed on (B)(6), 2026. During the procedure, when placement of the stent was attempted, it was noted that the flap on the duodenal side did not open properly, and there was concern that the stent might migrate. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of stent failure to curl.